Event description:
The customer reported being hospitalized for diabetic ketoacidosis. The customer reported getting no delivery alarms during bolus attempts and during the hospitalization. The customer's blood glucose reading was 336 when admitted. The customer did not change the infusion set prior to or during the hospitalization because she had no extra infusion sets. The customer was advised to change the infusion set, due to the no delivery alarms. The customer was advised to try inserting in a new area to avoid scar tissue.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.